Event description:
Patient presented to the physician with wound dehiscence at the neck incision site and the stimulation lead had eroded through the skin. Physician brought the patient into the or, repositioned the stimulation lead beneath the tissue, re-sutured, and closed.